Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Doctor reported via our sales rep that during opening the sterile package, a hair was noted in the insert.